Event description:
It was reported that the customer visited the hospital, but she advised that it was because she had been sent the wrong insulin. She stated that she had experienced high blood glucose and treated with 4.0 units of insulin administered through the insulin pump. The blood glucose reading was 272 mg/dl at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.